Event description:
It was reported that this right ventricular (rv) lead was repositioned due to dislodgement. It was observed that it had high rv threshold of 5.5v. No additional adverse patient effects were reported.